Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The system switch was replaced and the unit was returned to service.

Event description:
The hospital reported the unit lost the display and power to the ventilator during a case. The patient was manually ventilated. There was no report of patient injury.